Event description:
Additional information was received from the patient. They called back and repeated same device/therapy concerns as was previously reported and documented. The patient said they had nerve damage in rectum and vagina. The patient said that they had set the setting to zero on all programs and turned the stimulation off and wanted to confirm that this meant the therapy was off. Reviewed device information with patient. The patient said that the therapy had been off for a year and it still hurt. The patient said they just tested again and turned it on and the pain was severe. The patient said they think that the lead had moved. The patient mentioned that the manufacturing representative (rep) had talked about the new programs. The patient said that the first implant lasted six years, however something was different about the new system. The patient said they were planning on having the system removed. The patient was redirected to their managing physician to discuss removal of system.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2pdru serial# implanted: (B)(6) 2023 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va2pdru, implanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 20-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that their ins was replaced on (B)(6) of last year. They said they used the old lead and only replaced the ins. They said the device was set so high for so long that they had nerve damage. The patient said then they got a new lead and new ins which was put on the opposite side. The patient said the nerve damagewas still there and was very bad. They said they had bladder issues from taking medication. The patient said the healthcare provider (hcp) gave them gabapentin for the nerve pain. They said the gabapentin helped the nerve pain but "chewed up" their bladder. The patient said the 1st device was wonderful and lasted 6 years instead of 5. They said the new devices had "ruined me." The patient said no one listened to them and they didn't know what to do because the pain was so bad. The patient said they were not able to see the doctor and only saw the nurse practitioner (np). They said when the np was taking out the stitches it "about killed me" and the patient had a high pain tolerance. A week ago, the patient was in such bad pain they had to take a pain pill. The patient had the previous device off for a couple months and the pain didn't go away. They said currently the device was set to 0.1 because if they turned stim off, they were urinating every 10 min. They said they had tried a couple different programs and they had pain in their rectum, vagina, or both. The patient said they still work 2 jobs and the pain was sucking the life out of them. They said their blood pressure was up from the anxiety associated with this. They said they couldn't take any pills because their "bladder flares so bad." Additional information was received from the patient. They reported that they had the worst experience with the new model of the interstim. They had one doctor put it in and had terrible, severe rectal and vaginal pain. They went to new doctor and they replaced it and had the same issues and had the unit turned down. Now they had permanent nerve damage and were very unhappy and in pain everyday. They stated that they had loved the old model of interstim and thought the new implant was so much stronger. They noted that they had had their first implant for 6 years and wish they had never changed. Additional information was received from the patient. They called back and reported that since they had the surgery (patient stated "this is my third implant") they had had nerve damage. They stated they had had their ins turned off for a year and they had never used it since. The patient stated they worked with two manufacturing representatives (reps) since they got their current implant 3-4 different times to work on trying to "fix" what was going on for them. The patient could not remember when they met with the reps initially but it was around when they got their current implant. The patient stated the rep told them the new ins they had was 'stronger' than the "5 year one." Patient services reviewed battery longevity considerations between the two different ins batteries and the patient stated, "no the rep said this implant gives off more power than the 5 year ones" so they thought that was the reason they had trouble with it, that and they thought their lead was in the wrong place. The patient stated they still had the nerve damage when they would "move or stretch." The patient stated their managing health care provider (hcp) on record told the patient they were going to remove the implanted system and it would be a simple surgery that could take five minutes and that the patient would be under a "twilight." The patient stated the doctor was 'cold and abrupt' so they'd called patient services to ask if their symptoms would be the same as they were now when the ins was removed. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their hcp about their concerns and next steps. The patient stated they wanted the ins removed because they didn't want to worry about having to worry about compatibility concerns for an implanted system if they ended up in the hospital in the future for any reason. The patient was to continue following up with their hcp to get the implanted system removed. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had a history of nerve damage and they had already discussed this with the patient. They stated that it was unlikely that the device would have caused the nerve damage. The nerve damage was reportedly not caused by the device, however, the patient decided to stillgo ahead and remove the device and they were scheduled to remove their device on (B)(6) 2024. Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel disfunction. They reported that this was their second one of the new stimulator. They had the old one which they loved and missed. They had had issues with the new one. The patient just had surgery again and they put the lead on the left side instead of the right side. They went to a new doctor and it was a little better. They still had pain in the vagina and rectum. The pain was not as severe because it was set lower but they thought there was some damage because it was so high for such a long time. Their bladder was so bad from what had happened. No matter what medication they took their bladder was completely blown. They came home and couldn't take one pain pill because it set off their bladder. They had a two week follow up appointment with the doctor on wednesday at 8: 30am ((B)(6) 2023). The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they were still having pain in the rectum and the vagina. The patient was on program 3 at 0.2 and was getting a 50% reduction in their symptoms. They decreased to the lowest setting and started urinating a lot. The patient wanted to know if they could change programs since it had been 2 weeks. The patient said they couldn't do bladder therapy right now because touching any of the nerves "kills me." Additional information was received from the patient. They reported that they had the worst experience with the new model of the interstim. They had one doctor put it in and had terrible, severe rectal and vaginal pain. They went to new doctor and they replaced it and had the same issues and had the unit turned down. Now they had permanent nerve damage and were very unhappy and in pain everyday. They stated that they had loved the old model of interstim and thought the new implant was so much stronger. They noted that they had had their first implant for 6 years and wish they had never changed.